Event description:
It reported was that the patient began experiencing pain on the right side of the tailbone and near the implant site for approximately two and a half weeks. Stimulation was turned off, but the pain persisted. The patient had not contacted the physician regarding this issue. During assessment, the patient stated that reducing stimulation to three dots did not alleviate pain. The patient opted to turn off the device which fully resolved the discomfort. The remote was set to p2. Setting was changed to p1, increasing stimulation by one dot without sensation. Further increases resulted in rectal area stimulation. To avoid overstimulation, the patient was advised to gradually adjust as needed and educated on overstimulation effects. The patient mentioned being prescribed lasix for heart-related issues and reported increased urinary symptoms and constipation. The patient was advised to consult the physician. The patient initially believed the pain to lasix but was informed overstimulation was likely the cause. An ablation was scheduled. A follow-up was to be conducted next week to assess the patient condition.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.